Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller alarmed for low battery and red heart alarm. The alarms did not resolve after replacing one battery, but the alarms did resolve when both batteries were exchanged. The patient will visit in outpatient clinic on august to return the batteries.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of low voltage was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. No additional information was provided regarding the red heart alarms. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and red heart alarms. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's system controller reportedly beeped once to indicate low batteries, and then issued a red heart alarm directly. According to the patient, when the batteries are low normally the controller was "lighter" for a longer time which allowed the patient to switch batteries with no red heart alarm. There was no pump stop associated with the red heart/low voltage alarms. There were no reported alarms after exchanging the batteries.